Manufacturer narrative:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) popped up. There was no reported patient injury. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the femoral artery. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lost pressure during prep or patient use. The balloon did not lost pressure upon inflation at the 1st stop or 2nd stop. There were no visible damage in distal end of the sheath after removal. Hemostasis was achieved with manual compression with more than 5-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle with stopcock open. The sealant and advancer tube were observed to have remained in the outer cartridge tubing as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a radial tear in the balloon of the returned device, approximately 3.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1705101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath (even though it was reported there were no damages noted to the distal end and the sheath not returned) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. Even though the customer reported that the balloon did not lose pressure during prep or patient use, the condition of the returned device seems to show signs of external force tearing the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1705101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) popped up. There was no reported patient injury. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was the femoral artery. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lost pressure during prep or patient use. The balloon did not lost pressure upon inflation at the 1st stop or 2nd stop. There were no visible damage in distal end of the sheath after removal. Hemostasis was achieved with manual compression with more than 5-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.